Event description:
Procedure: lap gastric bypass. Patient sex: unknown. Reportedly, the tip of the instrument came off during use and the procedure was delayed while the surgeon had to explore the abdominal cavity searching for it until it was found. After the tip was found, another instrument was opened and used. No injury was reported.